Event description:
Medics responded to a call for a pt in cardiac arrest. The device was attached to the pt and analyzed the pt's heart rhythm. However, the device continued to direct the user to analyze the pt's heart rhythm and did not deliver a "shock advised" or "no shock advised" prompt. The clinician obtained another device to continue treating the pt. The pt subsequently expired.